Event description:
It was reported to baxter (B)(4) that the minicap came loose against the transfer set during use. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing and clear passage testing was performed with no issues noted. Functionally hand tightened a lab titanium adapter to set with difficulty noted. Sample was confirmed for the reported problem. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. A follow-up report will be filed if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). A correction was made to the results of the sample evaluation that was performed on the returned device. Functional testing of the device was unable to duplicate the reported allegation. There were no issues noted during testing and the cause of the event could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if additional relevant information is received.